Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID: unknown, product type: catheter. (B)(4).

Event description:
The following information was previously reported in manufacture report# 3004209178-2013-07377. Additional review determined it was a separate event. [The patient still had pain, wasn¿t getting any relief, and the patient had a ¿golf ball¿ sized lump in her back. It was stated that the healthcare professionals (hcps) went in and found that the catheter had ¿unplugged¿ itself from the pump. So after about a week and a half, the catheter was replaced again.] [The patient had suffered so much and could no longer stand more than five to ten minutes. It was reported that the hcp was unsure if they would be able to remove the catheter from her spine.] [It was reported that the patient was seeing a new physician who was helping her as much. It was indicated that the patient had been fighting with pain for over a year.] [A knot formed in the patient¿s back and was notably painful. A dye study was performed and it was found that the catheter was cut and had dislodged from the pump. Additionally, the catheter tip was floating around in the patient¿s spinal cord.] {throughout the catheter issues two pump fulls of drugs drained into her system.} additional information reported the patient went for a ¿checkup¿ with a ¿big red swollen knot on her back.¿ the patient brought this up to the physician several times. It was indicated it was either ¿scar tissue or stitches.¿ the patient went back for another checkup and showed the bump to the hcp who ¿did not like look of it¿ hcp suggested applying an ice pack and watch it closely and to watch for fever. The physician did a dye study. The catheter had slipped off the pump. Following the catheter issues the patient had a return of pain symptoms from a principal fall. Throughout catheter issues two pump-fulls of drugs drained into her system. The catheter is still floating around. The physician told the patient the catheter could not be removed because there was no piece of the catheter that the physician could catch to take it out and that it was too dangerous and very hard to remove.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had magnetic resonance imaging (MRI) "a couple of months" after her device explant, and she had a hematoma, seroma, or a cyst at her spine, and they "cannot tell what it is." The patient reportedly had a lot of nerve damage and muscle damage causing her pain on the date of the report.